Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a taxus express2 3.5x32mm drug eluting stent to the 90% stenosed lesion located in the calcified, severely tortuous,, proximal right coronary artery (rca), but was unable to cross the lesion. The stent delivery system (sds) was removed from the patient to pre-dilate the lesion with a noted that the stent edge was flared. The physician then attempted to pre-dilated the lesion with a non bsc 3.5x15mm balloon, but the balloon was unable to cross the lesion. The procedure was completed by direct stenting with a non bsc stent, unknown size. No patient injuries or complications were reported. Patient status post procedure is noted as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.